Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that patient data was cleared from the hard drive and that the application software was reloaded onto the navigation system to restore functionality. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while in a lumbar spinal fusion, an imprecision of three millimeters was observed when checking accuracy with known anatomical landmarks. It was reported that a second image acquisition was performed and the patient was re-registered without resolution. A second medtronic navigation system was brought into the operating room (or) to complete the procedure. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no reported impact on patient outcome. No additional information was provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow-up with the manufacturer representative (rep) determined that the s7 was swapped out immediately and the rep returned later that week to uninstall then reinstall the software and then did an accuracy check. The issue was resolved and has not occurred since then. The rep speculated that a possible cause may have also been the surgeon allowing patient movement, but this was not a confirmed cause.